Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with loose/protruded drive support disk, cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the drive support cap was loose and that the customer had pressed on it while connected to the insulin pump. The blood glucose reading was not given. Nothing further was reported.